Event description:
Totally burned my skin! Bad burns! [Thermal burn], narrative: this is a spontaneous report from a non-contactable consumer received from the product quality complaint group via internet source. A patient of an unknown age and gender started to use thermacare heatwrap (thermacare heatwrap) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient reported "totally burned my skin! Bad burns!", experienced on an unknown date. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. The product quality complaint group provided the following: product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "totally burned my skin! Bad burns!". Complaint sub-class: adverse event/serious/unknown. Site sample status: unknown. Pr state: pending investigation. Dchu assessment: "the complaint for totally burn skin and burns for thermacare heatwrap is a serious injury that necessitates medical intervention to preclude permanent injury. The event is also an anticipated serious deterioration in state of health. This is also a reportable device malfunction." No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
On (B)(6) 2020, the product quality complaint group provided the following manufacturing site investigation results that yielded no product quality issues. Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "totally burned my skin! Bad burns!". Complaint sub-class: adverse event/serious/unknown. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device-specific information provided, and no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is no product quality-related trend identified for the subclass adverse event/serious/unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. On (B)(6) 2020, the product quality complaint group provided the following dchu assessment: product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "totally burned my skin! Bad burns!". Complaint sub-class: adverse event/serious/unknown. Dchu assessment: "the complaint for totally burn skin and burns for thermacare heatwrap is a serious injury that necessitates medical intervention to preclude permanent injury. The event is also an anticipated serious deterioration in state of health. This is also a reportable device malfunction.".

Event description:
Event verbatim [preferred term]: totally burned my skin! Bad burns! [Thermal burn], , narrative: this is a spontaneous report from a non-contactable consumer received from the product quality complaint group via internet source. A patient of an unknown age and gender started to use thermacare heatwrap (thermacare heatwrap) on an unknown date for an unknown indication. Relevant medical history and concomitant medications were not provided. The patient reported "totally burned my skin! Bad burns!", experienced on an unknown date. The action taken with thermacare heatwrap in response to the event and the clinical outcome of the event were unknown at the time of the report. On (B)(6) 2020, the product quality complaint group provided the following manufacturing site investigation results that yielded no product quality issues. Product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "totally burned my skin! Bad burns!". Complaint sub-class: adverse event/serious/unknown. Reasonably suggest device malfunction: no. Severity of harm: n/a. Site sample status: not received. Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip (lbh) 8-hour product. There was limited device-specific information provided, and no batch number or return sample was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is no product quality-related trend identified for the subclass adverse event/serious/unknown. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device-specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number or a return sample, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality-related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures, which include in-process testing, thermal testing, and visual inspection, to ensure the quality of the packaged product. On (B)(6) 2020, the product quality complaint group provided the following dchu assessment: product: thermacare heatwrap. Lot number: unknown. Expiration date: unknown. Description of compliant: "totally burned my skin! Bad burns!". Complaint sub-class: adverse event/serious/unknown. Dchu assessment: "the complaint for totally burn skin and burns for thermacare heatwrap is a serious injury that necessitates medical intervention to preclude permanent injury. The event is also an anticipated serious deterioration in state of health. This is also a reportable device malfunction.". No follow-up attempts are possible. No further information is expected. Amendment: this follow-up report is being submitted to allow appropriate reporting to health authorities. New information received from the product quality complaint group on (B)(6) 2020 included: investigation results. No follow-up attempts are possible. No further information is expected.